Event description:
Repair statement - alleged alarming / red light. Key failure - the valve is defective per independent repair center statement, alarming or red light. The key failure was that the pilot valve was defective.